Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation..

Event description:
It was reported that the wake button was sticking. Customer¿s blood glucose was 58 mg/dl. Customer consumed carbohydrates to address bg level. Reportedly the customer continued to use the pump for insulin therapy.